Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited small r-waves.  The health care professional also noted questionable rv lead pacing spikes with a possible suspicion of loss of capture.  The rv lead was reprogrammed and remains in use.  No patient complications have been reported as a result of this event.